Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector had a connection problem. The following information was provided by the initial reporter: verbatim: connection problem between the maxplus luer tip and the luer lock of the infusion line with the same lot number : one piece didn't contain maxplus valve and the other one, it was difficiult to screw the luer-lock male of the IV set with maxplus valve. See pdf of the cutstomer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: a mp2002c-0006 sample was not available for investigation; however the customer indicated the complaint sample was from lot 22049397. The feedback provided by the customer suggests that the maxplus had not been correctly assembled onto the extension set. As part of the feedback the customer provided a photograph; analysis of the photograph confirmed the customer's experience as the maxplus had separated from the extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22049397 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp2002c-0006 product. H3 other text : see h.10.

Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector had a connection problem. The following information was provided by the initial reporter: connection problem between the maxplus luer tip and the luer lock of the infusion line with the same lot number : one piece didn't contain maxplus valve and the other one, it was difficiult to screw the luer-lock male of the IV set with maxplus valve. See pdf of the cutstomer.

Manufacturer narrative:
H.6. Investigation summary: a mp2002c-0006 sample was not available for investigation; however the customer indicated the complaint sample was from lot 22049397. The feedback provided by the customer suggests that the maxplus had not been correctly assembled onto the extension set. As part of the feedback the customer provided a photograph; analysis of the photograph confirmed the customer's experience as the maxplus had separated from the extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22049397 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp2002c-0006 product.